Manufacturer narrative:
This report is submitted on november 9, 2021.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site. Subsequently, the patient underwent a revision surgery on (B)(6) 2021 to reposition the device. The implanted device remains.